Manufacturer narrative:
B5: upon follow up it was reported the connection between the white twist clamp and light blue main body of the transfer set was disconnected. This was further specified as "the white portion or twist clamp could freely move up the silicone tubing". The reporter stated the disconnection occurred "3.5 months after applied". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set became ¿completely detached¿ and could not be closed which resulted in peritonitis. On an unspecified date, the patient was hospitalized and received unspecified treatment for peritonitis. On an unspecified date, the patient died. Prior the patient's death, it is unknown whether the patient recovered from peritonitis, and the patient was reportedly withdrawn from care. It is unknown whether an autopsy will be performed. No additional information is available.